Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, recurrent deep vein thrombosis (dvt) on therapeutic warfarin was the pre-implant diagnosis. The right common femoral vein was accessed. The trapease filter was inserted and advanced into the infrarenal vena cava. The device was deployed under live video fluoroscopy with excellent positioning and without any tilting. All limbs were noted to expand. The patient tolerated the procedure well. Additionally, venography of the abdomen and pelvis, bilateral renal venography and intravascular ultrasound were also performed. Normal vessels were patent and without evidence of thrombus. Approximately four years and ten months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan, indicated for inferior vena cava (ivc) filter evaluation. The CT findings reported the filter below the renal veins with some of the filter struts penetrating through the wall of the ivc into the pericaval/ mesenteric fat. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and ten months post implantation. The patient reports ivc perforation, blood clots, anxiety and depression related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and resultant symptoms. According to the patient profile form, the patient became aware of the reported events approximately four years and ten months post implantation. The patient reports inferior vena cava (ivc) perforation, blood clots, anxiety and depression related to the filter. According to the procedural record, the indication for the filter was recurrent deep vein thrombosis despite therapeutic warfarin. The filter was placed via the right common femoral vein and advanced to the infrarenal ivc where it was deployed under live video fluoroscopy with excellent positioning and without any tilting. All limbs were noted to expand. The patient tolerated the procedure well. Additionally, venography of the abdomen and pelvis, bilateral renal venography and intravascular ultrasound were also performed. Normal vessels were patent and without evidence of thrombus. Approximately four years and ten months post implant, the patient underwent an abdominal computed tomography (CT) scan, indicated for ivc filter evaluation. The CT findings reported the filter below the renal veins with some of the filter struts penetrating through the wall of the ivc into the pericaval/ mesenteric fat. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported perforation or into the pericaval mesenteric fat could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, recurrent deep vein thrombosis (dvt) on therapeutic warfarin was the pre-implant diagnosis. The right common femoral vein was accessed. The trapease filter was inserted and advanced into the infrarenal vena cava. The device was deployed under live video fluoroscopy with excellent positioning and without any tilting. All limbs were noted to expand. The patient tolerated the procedure well. Additionally, venography of the abdomen and pelvis, bilateral renal venography and intravascular ultrasound were also performed. Normal vessels were patent and without evidence of thrombus. Approximately four years and ten months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan, indicated for inferior vena cava (ivc) filter evaluation. The CT findings reported the filter below the renal veins with some of the filter struts penetrating through the wall of the ivc into the pericaval/ mesenteric fat. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and ten months post implantation. The patient reports ivc perforation, blood clots, anxiety and depression related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter and resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation of the filter and the resultant symptoms. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.